Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead has t-wave oversensing (twos) causing false ventricular tachycardia (vt) episodes. The lead remains in use. No patient complications have been reported as a result of this event.